Event description:
It was reported to philips that the system stopped at the middle of the abdominal protocol run due to "tube overheat" alarm. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.